Manufacturer narrative:
(B)(4). Instructions for use state: the safety and effectiveness of the laser sheath has not been established for the following: laser sheath advancement into the coronary sinus.

Event description:
Lead management case to extract two leads due to low threshold and electrical abnormalities. The physician prepped both leads with lld ezs. The ra lead (4549) was extracted successfully using the 12f glidelight and visisheath. The 12f glidelight had reached the coronary sinus on the lv lead (4470) when the blood pressure dropped. A pericardial window was performed; however was unsuccessful as an intervention so a sternotomy was also performed discovering a vessel injury at the coronary sinus. The injury was repaired but a part of the lv lead was abandoned (the lld was not abandoned with the remainder of the lead). The patient survived the intervention.